Manufacturer narrative:
The reported glidescope core 10-inch fhd monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned monitor and was able to confirm the reported image issue. When connected to verathon's test equipment, the screen was flickering and intermittently flashing to black. Visual inspection found a damaged connector on the embedded display port (edp) printed circuit board assembly (pcba) which was replaced. In addition, the display assembly was replaced which the monitor then functioned as intended. The customer's monitor failed verathon's device functionality testing and visual inspection. Upon completion of verathon's evaluation, the repaired monitor was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during intubation of a patient, using a glidescope core 10-inch fhd monitor, the screen was flickering and turned black intermittently. The procedure was completed by using the same monitor but they reported jiggling the cable until a clear picture was observed. No delay in the procedure, use of a backup device, or harm to the patient was reported. Following the reported event, the customer's verathon territory manager evaluated the system at the facility and isolated the issue to the monitor.